Event description:
It was reported that the customer site therapist (user) injured herself while trying to install the accessory mount with a bent rear retainer post on the clinac collimator. The user reported a bruise and cut as a result of user moving his head toward the accessory mount during installation. No further info has been provided to further describe the severity of the injury.

Manufacturer narrative:
Due to an earlier collision between the collimator and the couch during gantry rotation where the rear retainer post on the interface was bent, a bent post would likely cause interference and prevent an accessory mount from properly being installed onto the interface mount. Several attempts have been made to gatherer info about the alleged injury and status of the therapist. Unfortunately, the user has communicated she does not want to further discuss the occurrence. No further info is expected to be received by varian. It is unknown if "serious injury" has occurred and thus varian has decided to file an MDR for this report. If additional info is received, a supplemental MDR will be submitted, but no further reporting is anticipated at this time. (B)(4).